Manufacturer narrative:
Date of event: approximated event date using the first day of the aware date month.

Event description:
It was reported that a serious injury occurred. On or about (B)(6) 2022, the patient was implanted with a greenfield vena cava filter. The patient has suffered serious physical injuries, severe pain, impairment, and disability. The patient required hospitalization, medical care, and treatment.